Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set would not infuse an unspecified antibiotic. The device was used with spectrum infusion pump. It was further reported that the clamps were open. There was no report of patient injury or medical intervention associated with this event. No additional information is available.